Event description:
It was reported that the spectra penile prosthesis (spp) was explanted due to "bending trouble." A new 12mm x 16cm spp device was implanted. It was further reported that the patient had a hard time bending the spp and it remained stiff. The difficulty bending the spp began three weeks before the surgery. Product was explanted and expected to be returned. A supplemental report will be filed after product has been returned and product analysis has been completed.

Manufacturer narrative:
Device evaluation: the complaint component was returned and analyzed, and the reported allegation of malfunction was confirmed via product analysis. Based on the results of this investigation, no escalation is necessary.

Event description:
It was reported that the spectra penile prosthesis (spp) was explanted due to "bending trouble." A new 12mm x 16cm spp device was implanted. It was further reported that the patient had a hard time bending the spp and it remained stiff. The difficulty bending the spp began three weeks before the surgery. Product was explanted and expected to be returned. A supplemental report will be filed after product has been returned and product analysis has been completed.